Event description:
It was reported that during a knee arthroscopy the needle was defective. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 22-jul-2025 it was confirmed that when the scorpion was triggered, the needle was unable to penetrate the meniscus. As a result, the needle bent inside the device, ultimately leading to a material fracture in the lumen of the scorpion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-12990n-1 knee scorpion needle with batch number 15163662 was received for investigation and the visual evaluation of the returned device noted that the tip of the needle was broken (see evaluation pictures 1 + 2). The fragment that broke off was returned. Functional testing was not performed due to the damage to the device. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.